Manufacturer narrative:
After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle fully retracted into the pod housing upon opening of the pod. Inspection of the underside of the top housing found score marks, indicating the linkage assembly was misaligned with the top housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels read high >500 mg/dl, while wearing the pod on the arm between 36 and 48 hours. Insulin was noticed to be leaking out. Hyperglycemia treated by applying a new pod and bolus.